Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was cleaned, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would was not able to ventilate at low flows. There was no report of patient involvement.